Event description:
I was in pain within a half hour after cataract surgery, insertion of the cypass stent and attempted correction of astigmatism. My vision has not been correct since that day. The corneal abrasion was treated and healed. The surgeon did place a contact lens in my eye to promote healing which hurt within about 45 mins after insertion and I ended up in the ER that night for 5 hours to have it removed. Since I am retired military I was seen in the ophthalmology clinic at (B)(6) the next day and given antibiotic ointment to promote the healing of the abrasion and the damage that the contact lens caused. I refuse to return to see the surgeon as I have suffered pain from his actions twice now. I have seen other physicians other than the surgeon and they tell me that the corneal abrasion has healed. The last physician I saw told me about the cypass recall and that my problem could possibly be related to that. The vision in my left eye, which is the affected eye, hasn't been right since (B)(6) 2018. The vision is blurry and has a fog over it most of the time. My vision prior to this surgery was corrected properly with glasses. I now have glasses to correct the astigmatism which seem to be working fine, however this fog over my eye causes me to not be able to see things correctly. I don't know if the cause is a cypass or not but I would like someone to fill me in the possibility that could be the problem. I am extremely distraught over this. My husband has missed a lot of work taking me back and forth to drs because I did not feel comfortable driving. I am now able to drive with the glasses I am wearing; however, there are many things I cannot see as far as traffic signs, until I am very close to them. When I am the passenger in a vehicle I closed that left eye and able to see perfectly. The stent placed in my right eye was not a cypass stent. I would appreciate any help you can give me with this problem. Thank you. (B)(6).